Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "breast shape transformation" and provided photos of a ruptured implant. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, an opening on posterior, and brown particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "breast shape transformation" and provided photos of a ruptured implant. Device has been explanted.